Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc) triggering an alert due to the right ventricular automatic threshold (rvat) test being greater than the programmed amplitude or suspended. Technical services (ts) reviewed the event and stated that this alert was caused by the low evoke response. Additionally, low amplitudes were observed. Ts provided reprogramming recommendations, and a further lead evaluation was recommended since dislodgment was suspected. Subsequently, x-rays were performed, and lead dislodgment was confirmed. No additional adverse patient effects were reported. This rv lead remains in service.